Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had far field p-wave oversensing. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.